Manufacturer narrative:
The field service representative (fsr) performed troubleshooting which included replaced the aero c8k pop vlv, (ln 09d36-02) which resolved the issue. A review of the instrument service history revealed no contributing factors to the current complaint. A review of historical data for the replacement part did not identify any trends. A review of tracking and trending of the architect c4000 processing module did not identify any trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the likely cause part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the arhcitect c4000 processing module, serial number (B)(6) was identified.

Manufacturer narrative:
Patient identifier = sid= (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased multiple assay results, and analyzer error code on architect c4000 processing module for multiple patients. The results provided were: on (B)(6) 2020; sid: (B)(6). Creatinine=0.38 mg/dl /repeated=2.4 mg/dl; glucose=18 mg/dl/ repeated=163 mg/dl; sid: (B)(6). Glucose initial result=82 mg/dl /repeated=139 mg/dl; sodium initial result=120 meq/l /repeated=139 meq/l; glucose initial result=14 mg/dl /repeated=95.0 mg/dl; sid: (B)(6). Chloride initial result=63 meq/l /repeated=106.0 meq/l; potassium initial result=2.5 meq/l /repeated=4.3 meq/l; normal reference range for glucose=70 mg/dl to 105 mg/dl; normal reference range for creatinine=0.57 mg/dl to 1.25 mg/dl normal reference range for glucose=70 mg/dl to 105 mg/dl; normal reference range for chloride=98 meq/l to 107 meq/l; normal reference range for potassium=3.5 meq/l to 5.1 meq/l; normal reference range for sodium=136 meq/l to 145 meq/l there was no reported impact to patient management.